Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-17. It was reported that demerol (meperidine) with an unknown dose and concentration had also been delivered. The patient reported that the pump was to be replaced due to normal battery depletion, but prior to the replacement he was told there was an issue with the catheter and they were not getting any of the medication due to the catheter. The patient reported they had severe pain. There were no further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving dilaudid (405 mcg/ml at 100 mcg/day), bupivacaine (38 mg/ml at 9.381 mg/day), and clonidine (140 mcg/ml at 34.58 mcg/day) via an implanted pump. The patient¿s medical history included chronic pain back pain due to a fall from 15 feet; neurogenic bladder; thoracic outlet syndrome; and bilateral total knee surgeries with bilateral rod insertions. Concomitant medications included lexopril and losartan. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 01-feb-2018 it was reported that the patient had a sudden increase in pain tuesday night ((B)(6) 2018). The patient gave himself a bolus with his ptm (personal therapy manager) and in the morning ((B)(6) 2018) gave himself another bolus. In the past the boluses worked forhim, but they weren¿t working. Time released oxycontin was give, but it was not effective in controlling the pain. The clinician had decreased the pump infusion rate to the minimum therapeutic infusion rate thus inactivating the bolus capability. The patient went to the emergency room for IV (I ntravenous) narcotics and the patient was fast tracked to get the pump replaced today ((B)(6) 2018) rather than the scheduled pump replacement due to expected eol (end of life) on (B)(6) 2018. Upon exposing the pump pocket site for the pump replacement procedure, the physician clamped off the catheter with rubber shodded kelly clamps 3 inches above the sutureless connector; attached a 3 ml syringe full of preservative free normal saline; accessed the cap (catheter access port) with the 24 gauge non-coring needle; and depressed the plunger on the syringe. Fluid was observed to be leaking out from the site where the sutureless connector attached to the pump. The decision was made to replace the sutureless connector segment. A portion of the sutureless connector (5 cm length) was explanted and 9 cm of a new sutureless connector was spliced onto the remaining 43 cm of the existing sutureless connector. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. The issue was resolved at the time of the report. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID :8596sc , (b)(4, implanted: (B)(6)2010, product type: catheter. Other relevant device(s) are : product ID: 8596sc, (B)(4), ubd 2012-01-29, UDI#(B)(4). Analysis of the pump revealed pump fluid path reservoir access issues due to residue during or after internal decontamination. Analysis of the catheter revealed sc connector coring-tears-cuts in seal. If information is provided in the future, a supplemental report will be issued.